Manufacturer narrative:
(B)(4).

Event description:
Reported can't remember the exact error message on the g6 app regarding the sensor. It was reported that an error message on the sensor occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into the abdomen on (B)(6) 2021. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of an error message on the sensor is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.